Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: breast pain: unable to observe. Capsular contracture: unable to observe. Device wrinkling: observed. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported a left side "pain and rippling." Healthcare provider provided an operative report which reported "the left breast capsule appeared thin and healthy however slightly constricted as well." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, device wrinkling, capsular contracture baker grade unknown.

Event description:
Patient reported a left side "pain and rippling." Healthcare professional provided an operative report which reported "the left breast capsule appeared thin and healthy however slightly constricted as well." The device has been explanted.